Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the left ventricular lead failed to capture. An x-ray was performed and confirmed the lead dislodged. The lead was capped and replaced. The patient was in stable condition.